Manufacturer narrative:
The customer declined service and would resolve the issue themselves. The device remains at the customer site.

Event description:
It was reported to philips that the device can not boot up. The device was not in use on a patient.